Event description:
It was reported that during reaming for a hip replacement procedure at the healthcare facility, the navigation system was inaccurate by 10mm. It was reported that the final leg length of the patient was accurate and the procedure was completed successfully without a clinically significant delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
During a review of the log files, the values of reaming were recorded in the log files, verifying that only slight differences in reaming and final cup insertion size; therefore; the reported event could not be confirmed.

Event description:
It was reported that during reaming for a hip replacement procedure at the healthcare facility, the navigation system was inaccurate by 10mm. It was reported that the final leg length of the patient was accurate and the procedure was completed successfully without a clinically significant delay. No adverse consequences or medical intervention were reported.